Event description:
Per affiliate: the pump did not deliver the correct amount. However, the self test was performed and passed. The customer had bubbles in reservoir not in the tubing and sometimes high bgs and not alarms. The high-pressure test was performed twice and failed.